Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient alleged that the subject meter began displaying inaccurate results around 11pm on (B)(6) 2016; however, no results were provided for this time. The patient claimed that around 6am on (B)(6) 2016, he obtained alleged inaccurately erratic blood glucose results of "23-467 mg/dl", more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that at 6am on (B)(6) 2016, he administered an increased dose of 8 units of novolog insulin. He reported that "more than 8 hours" after the start of the alleged issue, he developed symptoms of "shaking". No other treatment or medical intervention was specified. The patient reported that at an unknown date and time he obtained a blood glucose result of "147 mg/dl" on a freestyle meter. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he received inaccurately erratic results on the subject meter, administered increased medication as a result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.